Event description:
An abbott representative reported that in 2006, a customer obtained readings of 24.5 mmol/l and 'hi' on their freestyle mini meter within a ten minute timeframe. The customer took 25 units of innolet insulin based on the reading and experienced hypoglycemia three hours later. The emergency services were called out to the customer. A glucagon injection was administered.

Manufacturer narrative:
This is an initial report. A follow up report will be submitted if the customer's products are received.